Manufacturer narrative:
Product analysis: it was confirmed that the programmer display had unresponsive spots. The display bezel shield was replaced and the display re-calibrated. Error codes found in the logs confirmed the booting issue. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive spots. It was further reported that the programmer failed to boot-up, intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.